Event description:
Additional information shows that the ipg is no longer reportable due to the system being explanted for ineffective therapy which is associated with the leads.

Manufacturer narrative:
The event of system explant scheduled was reported to abbott. The system was explanted due to loss of therapeutic benefit. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It is reported that the patient is getting their scs ipg explanted. No further information was provided. Surgical intervention is currently pending.